Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a bump at the foley catheter balloon.

Event description:
It was reported that there was a bump at the foley catheter balloon.

Manufacturer narrative:
The reported event is confirmed and the cause was unknown. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively and it was noted that the balloon had mushroomed. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample shows balloon prior to inflation and shows a slight bump. Based on physical sample received the product does not meet specifications which states "verify for presence of balloon cuffing on 16fr, 18fr and 14 fr. Catheters". Although an exact root cause could not be determined a potential root cause could be: ¿ inadequate material selection ¿ inflation lumen collapse the product was used for patient diagnostic or treatment. The product was influenced by the reported event. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.